Event description:
Following a premature ventricular contraction procedure on the left ventricle, in the recovery room, a pericardial effusion was found. The patient became hypotensive three hours post procedure and an ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed stabilizing the patient. The next morning the pericardium was still dry, and the patient remained stable. There were no alleged performance issues with any abbott devices. It is unknown when the perforation occurred.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.